Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that two battery trays for the imaging system were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect batteries have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system displayed a red flashing led for the batteries. It was noted that the imaging system was plugged in and left to charge. The representative then reported that the imaging system has been used in two procedures with the led blinking. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The batteries for the imaging system were returned to the manufacturer for evaluation. Testing found that a low voltage was found on the battery tray as the batteries passed visual inspection.

Manufacturer narrative:
Correction: UDI and manufacture date updated to proper value. If information is provided in the future, a supplemental report will be issued.